Event description:
PICC line was not functioning; unable to flush. Double lumen cvp was placed instead. When rn went to pull PICC line, met with resistance. Applied constant pressure, PICC line snapped leaving the remainder of the catheter in the pt.